Event description:
It was reported that during infusion via female luer connector, the leak was found on y site. Leak was found before use on patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during infusion via female luer connector, the leak was found on y site. Leak was found before use on patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation of the returned safestep revealed blood use residues throughout the returned device. A functional test of attempting to infuse water into the proximal valve using a 12 ml syringe revealed a leak in the y-site of the infusion set. The leak was observed to be coming out of the blue plug section of the y-site valve. A microscopic observation of the returned infusion set showed water leaking out of the blue valve of the y-site. No additional damage could be seen along the y-site. The cause of this failure was determined to be related to manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.